Event description:
Hcp reported the pt presented with signs of a pocket infection. The pump and catheter were explanted in 2004. The pump was returned to the MFR for analysis. Cultures on the the organism involved are pending. A follow up report will be sent when additional info is obtained.